Manufacturer narrative:
Product ID 37761 lot# (B)(4), product type recharger product ID 3777-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID 37711 lot# serial# (B)(4), implanted: 2007 (B)(6), product type implantable neurostimulator product ID 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID 37711 lot# serial# (B)(4), implanted: 2007 (B)(6),: product type implantable neurostimulator. (B)(4).

Event description:
It was reported on (B)(6) 2012 that the recharger was not "keeping a charge". It was stated, the patient noticed on (B)(6) 2012 that the recharger "depleted faster". It was also noted, the recharger icon showed half way depleted. The implantable neurostimulator (ins) showed "all shaded and the lightning bolt was on". The patient stated, he had the recharger plugged in since 4 days prior to report and the recharger was only half way charged. The patient was on program 1at 2.80 volts. It was stated, the patient was feeling stimulation. The patient was redirected to the manufacturer's repair department. On (B)(6) 2013, it was reported, the recharger was functioning as it should. It was stated, the recharger battery showed "it was full when he started charging and then about 30 minutes into charging he was down to half and it remained at half (charging for approximately 40 minutes)". It was also noted that the reported issue was resolved and determined the recharger was working properly. On (B)(6) 2013, it was reported, the patient's recharger now took three hours to charge his ins when it used to take one hour or less. The patient also reported, the charging was "efficient" and he was getting "all of the boxes at the bottom of the recharger". The patient was redirected to their healthcare provider. On (B)(6) 2013 it was reported both of the patient's batteries were replaced, and he received two new rechargers. It was noted, the patient's therapy was "good". If additional information is received, a supplemental report will be filed.